Manufacturer narrative:
Product event summary: it was reported that the shoulder pack's strap was damaged. The shoulder pack with unknown lot number was not returned for evaluation. A review of the manufacturing documentation could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder pack straps can be attributed to deterioration and/or handling of the pack. The unit, however, was not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder strap was tearing away from the controller bag. The one strap was torn more than half way while the other one was starting to tear, and the seams had come undone. The shoulder bag was taken out of service and exchanged. No patient complications have been reported as a result of this event.